Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of faint markings on the outer box; one by the letter "m" of the word maquet, and one by the picture of the device. The product label outside the box showed scattered dark spots but did not obliterate the letters and numbers. No punctures or tears were observed. No signs of damage to the inner tray holding the device. No evidence of clinical usage or blood were observed as the box and inner packaging remained unopened. Based on the condition of the returned package, the complaint is confirmed for reported failure mode "packaging issue."

Event description:
Summary: maquet taiwan reported that they noticed while receiving vasoview 7 xb, ous in their warehouse, there were lots of dirty stains on it.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: maquet (B)(4) reported that they noticed while receiving vasoview 7 xb, ous in their warehouse, there were lots of dirty stains on it.